Manufacturer narrative:
A ge service representative performed an on site investigation. The error files were checked and the fluoroscopy pedal was changed. The power supply voltage was checked and the high voltage nozzles were lubricated. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system displayed an error message requesting the customer to restart the system and wait five seconds. No patient injury was reported.